Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through an article in pace-pacing and clinical electrophysiology during implant of a durata 7122q lead, screw/connector problems requiring repeat intervention was noted. No additional information was reported. Sarrazin j-f, philippon f, sellier r, et al. Clinical performance of different df-4 implantable cardioverter defibrillator leads. Pacing clin electrophysiol. 2018;41:953¿958. Https://doi.org/10.1111/pace.13400.